Event description:
It was reported that while the ventilator was connected to a pt, the ventilator stopped ventilating the pt and rebooted but did not fully recover after the reboot. An audible alarm sounded during the reported event. The staff reported a hot smell coming from the ventilator. The ventilator was removed form the pt. No pt injury was reported. The hospital biomed has tested the ventilator but has been unable to duplicate the reported problem. Ref MFR #: 9611500-2015-00073.